Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "accessory warning 7" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, performing readiness tests and pacing/defib functional stress testing without duplicating the report. Review of the device activity logs showed messages indicating that a valid impedance was not detected while pacing was activated. These messages could not be confirmed as the electrode pads and the multifunction cable involved were not returned as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.